Manufacturer narrative:
A sample has been received at manufacturing which has not yet been evaluated. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the production documentation and the sample was released according to acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that an ophthalmic forceps was unable to move to either the open or closed position more than once after it was inserted into the eye during vitrectomy surgery. An alternate forceps was obtained in order to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
The received forceps sample was found in the opened original packaging including cover foil. The instrument shows surgery residuals.the instrument was investigated. It was found that the junction between the cannula and the sleeve tube was broken. Therefore, the cannula blocked the forceps and it could not be opened again.glue residuals were found on the cannula confirming that the tip tube assembly was performed according to the production process. The location of the glue also indicates that the additional glue process based on the sa-0126 was performed as well. Gluing according to sa-0126 was performed since a few junctions between the cannula and sleeve tube failed in production. It has been demonstrated that an additional gluing process, according to sa-0123, fixes the tube stronger in the sleeve tube. Why the additional gluing process did not avoid the failure cannot be determined anymore. Nevertheless, a manipulation of the instrument during the surgery, like bending inside a trocar, can lead to high forces on the junction between cannula and sleeve tube. It cannot be excluded that such a force was applied to the instrument. Therefore, the root cause of the failure cannot be determined anymore.gluing the junction between the cannula and sleeve tube is now performed with an improved process. This process was implemented under change cc-pr136555.the currently valid risk analysis pro-059-01-rmf-e considers the possible risks related to the reported event. With this case, the likelihood of occurrence of the hazard that may cause a patient harm is assessed in the risk management report. The final risk is considered as low. The residual risk remains unchanged and at acceptable level. Future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
Hold sl 03-08-2023.